Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The reported issue could not be reproduced. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess) there was an alleged inaccuracy with the navigation system. It was reported that the site registered and were accurate, but when they navigated the sinus, it showed the eye. The site stated the scan was not axial. It was requested that the site re-register the patient and use a scan that is to protocol. There was a reported delay to the procedure of less than 1 hour due to this issue. The solution was to reboot and find a different scan. The case went well after that. No additional information was provided.